Event description:
It was reported that the shock lead impedances were low out of range measuring 0 ohms. Technical services discussed possible causes. At this time, the right ventricular (rv) lead remains in service. No adverse patient effects were reported.